Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt underwent a right total hip replacement in 2001. It was further reported that, the pt began experiencing pain in 2003 which worsened over the years. The pt underwent a revision in 2009, due to an alleged cup deterioration.